Event description:
Boston scientific received information that the programmer had spark and emitted smoke which came under the handle. The field representative will send the programmer back. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. One of the internal capacitors was blown and had a smell emitting from the blown capacitor. The programmer was disassembled to perform internal inspection and found that no other boards required repairing. The programmer's bottom housing, rear housing and internal circuitry were replaced. The programmer passed all incoming test case scenarios with known good capacitor installed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the programmer had spark and emitted smoke which came under the handle. The field representative will send the programmer back. No patient involvement was reported.